Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted a tear in the balloon surface measuring 0.5145". No missing pieces were noted. This is a failure per the standard, which states that balloon should not be torn. The catheter measured to be 14fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tool with bent core pins. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: d4 (lot #). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient with a torn balloon on the day of use. There were no missing pieces of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a torn balloon on the day of use. There were no missing pieces of the balloon.